Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's correct date of birth is (B)(6) 1987. Section a 2. Date of birth has been updated. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 6.9 cm. Additionally, two (2) anomalies were observed on the anterior view of the device consistent with crease/fold. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 700cc mentor smooth round moderate plus profile saline breast prostheses, experienced change in both breasts, more visible in the left breast, rippling in both and a decrease in volume on the left breast. Patient suspected left breast deflation because it looked like it was only 200cc to 300cc. Finally, the patient stated that when they rest on their back, the implant shoots up and fat just lays down. As a result, the patient underwent bilateral removal on (B)(6) 2020. This medwatch form is for the left breast prosthesis.